Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test every day at 10 a.m. Customer's blood glucose level was 134 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the self-test and alarmed lost sensor due to faulty electrical component on the radio frequency board. The insulin pump was received with normal operating currents and passed the a21 error displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.